Event description:
It was reported that the customer had 2 latex foley catheter trays that had the inner paper wrapper ripped and torn, resulting in an unsterile field for trays. The external dust covers were intact. The customer might have a bad lot. It was looked like whatever machine bard had to wrap the inside tray had an issue and grabbed part of the paper wrap and ripped a large bite out of the edge of it. It might not be seen until unwrap the tray completely and get ready to insert it. Emergency department reported that they were having an internal wrap that had the sides completely cut off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had 2 latex foley catheter trays that had the inner paper wrapper ripped and torn, resulting in an unsterile field for trays. The external dust covers were intact. The customer might have a bad lot. It was looked like whatever machine bard had to wrap the inside tray had an issue and grabbed part of the paper wrap and ripped a large bite out of the edge of it. It might not be seen until unwrap the tray completely and get ready to insert it. Emergency department reported that they were having an internal wrap that had the sides completely cut off.